Manufacturer narrative:
No medwatch form was received.

Event description:
It was observed that the high voltage lead impedance reported no measurement after the pocket was closed. The pocket was re-opened to evaluate the connector pins and re-tighten them. The hvli no measurement was observed again. The physician opted to replace the ICD and lead.